Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. After a non-boston scientific guidewire was crossed the lesion, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced. The device was inflated twice for 8 atmospheres for 30 seconds. However, on the third inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with dilatation of a 3-20 coyote es followed by 3mm non-boston scientific balloon catheter. There were no patient complications nor injuries reported. The patient was in good condition after the procedure.